Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the unexpected delivery of a ventricular tachyarrthymia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, non-sustained ventricular tachycardia (ns-vt) and ventricular fibrillation (vf) episodes were detected with evidence of lead noise oversensing leading to inappropriate shock; the rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in three days and two or more high rate nsvt episodes.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the right ventricular (rv) lead oversensing noise and it was added the noise observed seemed to be related to a fracture of the sensing portion of the lead. The rv lead was replaced. It was also noted that when the implantable cardioverter defibrillator (ICD) had been implanted approximately a year and a half prior, they physician had observed a loss of pacing and the physician mentioned the nature of the lead noise sensing with no impedance rise indicated a possible device issue. The ICD was explanted and replaced due to a suspected connector/device issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.